Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that right ventricular lead sensing was low. All other electrical measurements were stable and in range. The patient will continue to be monitored by follow-up. The patient is in stable condition.